Manufacturer narrative:
The insulin pump passed functional testing. However, the insulin pump was received with stuck in motor error alarm loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted.

Event description:
It was reported that the customer had a motor error alarm while changing basal on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was assisted with clearing the alarms. The customer was advised after the troubleshooting was performed to discontinue the use of the insulin pump and revert to back up plan. The patient was advised to remove the battery from the insulin pump to prevent alarms. The patient was advised that we will replaced the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.